Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt the right ventricular lead could not be placed in a stable position due to patient anatomy. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.